Event description:
It was reported that the patient received inappropriate hv therapy due to far p wave oversensing. Programming changes were made. Subsequently, the patient again received inappropriate hv therapy. Upon interrogation of the device it was noted that the oversensing issue still persisted. Additional programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.